Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass, severely scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked case. Unable to verify blank display due to damage to the lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that there is crack on the top upper across where the battery goes and screen is dark blue. The customer fell of a ladder and fell on the pump. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. There is no troubleshooting for blank screen.